Manufacturer narrative:
Evaluation summary: all available information was investigated and the reported leak was confirmed; however, the reported difficult to flush the clip delivery system (cds) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was reviewed and investigated and the returned device was able to be fully flushed with no issues observed. The delivery catheter (dc) handle was able to be fully de-aired, and a definitive cause for the reported difficulty flushing the dc handle could not be confirmed. The returned clip introducer was removed from the device and a tear was noted on the silicone valve inside the clip introducer housing. The investigation determined the reported leak and observed torn material appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional cds (80802u224) referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the difficulty flushing the clip delivery system (cds 80802u233) and suspected leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first cds (80802u224) was advanced to the mitral valve; however, when the delivery catheter (cd) handle was fully retracted, there was no flush going through the device. The handle was advanced 3-4mm and flush was noted going through the device. The clip was successfully deployed. During preparation of the second cds (80802u233), the device could not be flushed. The handle was advanced and flush was achieved. The cds was inserted into the steerable guide catheter (sgc), but air was noted in the cds. The cds was aspirated and troubleshooting performed; however, air was still noted. The cds and sgc were removed. A new sgc was advanced and the same cds was re-advanced; however, air was again noted in the cds. A leak was suspected in the clip introducer of the cds; therefore, the cds was removed and not used. A new cds was used with the same sgc successfully. The clip implanted, reducing the mr to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.